Event description:
The customer reported that while the unit was in use on a pt the unit failed the safety disk leak test. The pt was switched to another unit and therapy was continued. No tp injury was reported.